Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. It was reported that the device was not pulling the graft through. The customer did not return a meshgraft ii device for evaluation. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii in the repair reports in. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in issue evaluation. Initial qa inspection of the meshgraft ii by zimmer biomet surgical was not performed since the customer denied the aged repair quote. The customer purchased a new unit. The device was never returned for evaluation. Repair of the meshgraft ii was not performed by zimmer biomet surgical since the customer denied the aged repair quote. The customer purchased a new unit. The device was never returned for repair. The reported event ¿the device was not pulling the graft through¿ was non-verifiable since testing was not performed since the customer denied the aged repair quote. The device was never returned for repair. The root cause of the device was not pulling the graft through cannot be specifically determined with the provided information since there was no testing performed since the customer denied the aged repair quote and the device was never returned for repair. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Patient code: no information due to lack of customer response. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device was not pulling the graft through. No adverse events were reported a as a result of this malfunction.